Event description:
User error. 2 patients were receiving medication through a smith's pump.the pumps were programmed to run over 1 hour but they beeped empty after 10 and 18 minutes. An investigation indicated that a 3cc syringe was used but the pumps were programmed for a 1cc syringe. There is no alarm system built into the pumps to alert the caregivers of this error.no harm to the patients.====================== health professional's impression======================user error but no alarm system is built in to alert caregivers that the wrong size syringe is being used.====================== manufacturer response for IV infusion pump, (brand not provided)======================not known.